Manufacturer narrative:
(B)(4): the customer reported an ECG fault message is accompanied by a cycle power message / instruction and the operation is halted which could impact the delivery of therapy. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported an ECG fault message is accompanies by a cycle power message / instruction and the operation is halted which could impact the delivery of therapy. There was no pt involvement.